Event description:
Drill bit broke during application.

Manufacturer narrative:
The distributor of aap's twist drill has returned the device for further evaluation. The hardness has been checked by an external laboratory. No deviation from the specification has been identified. Also no further complaints of other twist drills of this batch were forwarded to aap.